Event description:
The pt was reportedly experiencing loss of lock. Programming changes were made and external equipment was exchanged, however, this did not resolve the issue. Device testing could not be performed due to loss of lock. The pt's device was explanted. The pt will be reimplanted at a later date. The surgeon observed damaged silicone on the titanium case, that was filled with liquid filtration inside of the silastic cover.